Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home but the customer was seen at the hospital on (B)(6) 2019 at some point. The cause of death was diabetes. The caller stated that the customer had diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was over 1200 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer passed away in hospital on (B)(6) 2019 due to high blood glucose level of 1200 mg/dl. It was also reported that customer was dehydrated and high potassium levels which caused heart to stop blood glucose over 1200 mg/dl. The caller stated that the customer had diabetes and hypertension that may have led to the customer's passing. It was also reported that customer worn insulin pump at the time of passing.